Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the single port (sp) fenestrated bipolar forceps instrument did not move properly and the instrument motion was not intuitive. The procedure was completed with no reported injury.